Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, and counter-traction with an assertive forceful pull was applied, which released the device from the tissue tract. Manual compression was applied for ten minutes to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.